Manufacturer narrative:
This report is submitted on february 21, 2024.

Manufacturer narrative:
This report is submitted on january 05, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to an infection and extrusion of the electrode lead into the external auditory canal. There are no plans to reimplant the patient with a new device as of the date of this report.